Manufacturer narrative:
The event was estimated to have occurred in july 2022.

Event description:
It was reported that the patient experienced dyspnea and fatigue due to arrhythmia. The device was unable to be interrogated. The device was explanted and replaced to resolve the event. The device is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate using rf telemetry was confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. A integrated circuit (ic) anomaly was found to be the root cause of the high current drain and premature battery depletion.